Manufacturer narrative:
Internal complaint reference: (B)(4). H10, h3,h6: the reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A review of the instructions for use found precautions regarding the use of the power supply. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during set up of acl procedure, the adaptor was not taking power, hence monitor was not working. The procedure was completed with a competitor device with no delay or other complications. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.